Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the right atrial lead exhibited noise. The patient was asymptomatic. The lead was capped and replaced without complication on (B)(6) 2016. The patient was in good condition post procedure.